Manufacturer narrative:
Follow up 14-jun-2016: letter was received from lawyer. This is a potential legal case. Follow-up information received on 21-jun-2016: follow-up attempts with no response to date. Company causality comment this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and eleven years later she had to have a hysteroscopy and d and c (interpreted as dilation and curettage) to remove the essure of her right fallopian tube because it was coming out and scratching and irritating her uterus (interpreted as uterine injury). According to additional information, this case became legal. This uterine injury is serious due to its medical importance and listed in the reference safety information for essure. Although the tip of the implant is manufactured with a 10-20º bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as a uterine wall to minimize the likelihood of a perforation. Therefore, although it is unlikely, that essure could cause this injury, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5061205) in united states on 27-apr-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005. Consumer had to have a hysteroscopy and d and c to remove the essure of her right fallopian tube on (B)(6) 2016 because it was coming out and scratching and irritating her uterus. She did not use treatment medications. Concomitant medications included one a day multi vitamin. The consumer stated that the outcome of the event was hospitalization and considered the event report type a serious injury. Follow-up received on 06-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to con firm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and eleven years later she had to have a hysteroscopy and d and c (interpreted as dilation and curettage) to remove the essure of her right fallopian tube because it was coming out and scratching and irritating her uterus (interpreted as uterine injury). This uterine injury is serious due to its medical importance and listed in the reference safety information for essure. Although the tip of the implant is manufactured with a 10-20º bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as a uterine wall to minimize the likelihood of a perforation. Therefore, although it is unlikely, that essure could cause this injury, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure in right fallopian tube was coming out /migration of essure device location of device: half dislodged from tube into uterus"), uterine injury ("scratching and irritating my uterus"), genital haemorrhage ("abnormal bleeding"), postmenopausal haemorrhage ("abnormal vaginal bleeding after menopause") and skin cancer ("skin cancer") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)), recurrent abortion, uterine cervix dilation procedure, basal cell carcinoma, squamous cell carcinoma, tonsillectomy, breast cyst excision, eye operation and vaginal delivery. Concurrent conditions included body mass index normal, weight gain, tired all the time, sluggishness, smoker and endometrial thickening. Family history included breast cancer (sister, mom), ovarian cancer (sister), colon cancer (sister), dementia (mom), depression (mom), alcoholism (mom), cataracts (mom), pneumonia (mom), heart disease, unspecified (mom), stroke (mom), type 2 diabetes mellitus (mom), hepatic disease (mom) and gout (mom). Concomitant products included one a day [b12, d2, b3, b6, retinol, b2, na+ ascorb, b1 mononitr]. In 2005, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and postmenopausal haemorrhage (seriousness criterion medically significant). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain / pain / pelvic pain (moderate)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating") and skin cancer (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coil) and surgery (mohs surgery). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine injury, genital haemorrhage, pelvic pain, abdominal pain, abdominal distension, menorrhagia and skin cancer outcome was unknown and the postmenopausal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, postmenopausal haemorrhage, skin cancer, uterine injury and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight: (B)(6) lbs. Mr - there were six coils exposed in the right tubal ostia, there were four coils on left side. Right essure was dislodged for more than half of its length from the right tubular os on (B)(6) 2016 : patient underwent hysteroscopy and d and c to remove the essure of her right fallopian tube and surgical removal of coil(s) (left coil removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. On (B)(6) 2016 : specimen report : clinical history: postmenopausal bleeding, endometrial thickening. Specimen: a endometrium, nos - endometrial tissue. Final diagnosis: a. Endometrium, curettage: scant strips of atrophic endometrium and endometrial stroma. Abundant benign cervical mucosa - no evidence of atypia or malignancy. Essure removal: gross: a. The specimen is labeled "endometrial tissue". Received in formalin are multiple pieces of mucoid hemorrhagic material measuring 1 x 1 x 0.5 cm in aggregate. The specimen is entirely submitted labeled a1. The specimen is labeled "essure". Received in formalin is a metallic instrument consistent with coil measuring 4 cm in length by 0.3 cm in diameter. A hook is present at one end of the specimen and a long straight portion is present at the other measuring 8 cm in length. No human tissues are included and no sections are taken. On (B)(6) 2005: clinic note : hystero, complete clinical history: history of a essure procedure. Technique: written consent was obtained. The vaginal orifice was prepped and draped using sterile technique. A speculum was inserted into the vaginal canal. A catheter was inserted into the cervical canal and a balloon was inflated. Contrast material was injected into the uterine cavity. Findings: the uterus appears grossly unremarkable. There are linear radiopaque densities in the projection of the fallopian tubas. There is no filling of the fallopian tubas seen during the examination. Impression: the uterus appears unremarkable. The fallopian tubes are not noted to fill with contrast. On (B)(6) 2007 : final report : observation: pelvic ultrasound clinical indication: polycystic ovary syndrome, irregular menses, prior surgery with tube implantation technique: routine transabdominal and endovaginal findings: uterus measures 8.7 cm in length, fundus measures 4.2 x 4.3 cm. Endometrial thickness is 6.0 mm. Right ovary measures 3.3 x 1.9 x 1.9 cm and contains a 1.2 x 1.0 x 0.9 cm cyst. There are smaller follicles within the right ovary. Left ovary measures 3.4 x 2.4 x 2.5 cm and contains a 1.7 x 1.6 x 1.3 and the 1.0 x 0.8 x 1.2 cm cyst. There are bilateral tubular hyperechoic structures within the adnexal region consistent with implants within the fallopian tubes. There is no evidence of free fluid or additional adnexal masses. Impression: hyperechoic tubular structures within the adnexal regions bilaterally probably representing surgical implants within the fallopian tubes. Otherwise, essentially normal pelvic ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage, menorrhagia, postmenopausal haemorrhage". Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to con firm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 02-feb-2018: events - "abnormal vaginal bleeding, menorrhagia, bleeding after menopause", historical condition, reporter, patient information added form pfs. Family history, concomitant and historical condition was added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 28-feb-2017: follow up from lawyer: essure implanted on (B)(6) 2005 (date revised) for permanent birth control, required hsg was performed, essure removed on (B)(6) 2016 after severe pelvic and abdominal pain, abnormal bleeding, bloating, back pain all considered related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and eleven years later she had to have a hysteroscopy and d and c (interpreted as dilation and curettage) to remove the essure of her right fallopian tube because it was coming out and scratching and irritating her uterus (interpreted as uterine injury). She also experienced abnormal bleeding (seen as genital bleeding). These both events are anticipated in the reference safety information for essure. Although the tip of the implant is manufactured with a 10-20º bend and is flexible to allow the tip to sustain a bend and flex back when encountering anatomical issues such as a uterine wall to minimize the likelihood of a perforation. Therefore, although it is unlikely, that essure could cause this injury, a causal relationship with essure cannot be excluded. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, the causality between this event and essure cannot be excluded. This case is regarded as incident since device removal was required. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.